Event description:
Boston scientific crm received info that replacement procedure was performed. Later that day, the pt with this atrial lead died due to cardiac tamponade. The physician thought this possibly due to this active fixation lead that perforated the atrium. An autopsy was not performed per the family's request. The device and lead will not be returned for analysis.

Manufacturer narrative:
According to available info there is no allegation against the device; it is unk whether the pt's death was related to this atrial lead. Should additional info become available, this event will be updated.